Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient ID: unknown. Patient weight: unknown.

Event description:
It was reported that during implant placement, the hex connection of the implant (xifnt413) stripped out. No other implant was able to be placed. Tooth location 7.

Manufacturer narrative:
One osseotite tapered certain implant (xifnt413) was returned for investigation. Visual inspection of the as returned product identified signs of use and damage around the neck and collar. The collar of the implant was damaged and compressed into an oval shape. Functional testing was performed with an in-house cover screw and the screw did not assemble with the implant as intended. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report. Device expiration. Serial: (B)(4). Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.